Manufacturer narrative:
Additional information/correction: h11. The customer indicated that they used the filter (product code: 2h8671, lot number: r25c12116) after experiencing a leak from the set reported in 1416980-2026-01033. The customer did not report any leakage associated with 2h8671. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3. Event date: on february 2026. D10. Concomitant product therapy date: on (B)(6) 2026. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during use of a clearlink micron filter extension set. The set was being used with a baxter primary set and an unspecified infusion pump. Two hours after starting infusion, the infusion pump alerted downstream occlusion. The tubing was found to be leaking from an unspecified location onto the patient¿s lap. The patient was disconnected; the medication bag was spiked with new tubing and filter tubing and the medication was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.